Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable pulse generator (ipg) was protruding from their skin, the patient is very thin and the device can be seen. The device remains in use. No further patient complications have been reported as a result of this event.